Event description:
In 2009, a pt underwent a gastric bypass with an echelon 60 peri-strips dry with veritas collagen matrix staple line reinforcement buttress. The procedure was performed without incident, no staple firing difficulties, the staple line and staples appeared to be patent throughout, and the gastric leak test was negative for gastric leakage. The next week, the pt was taken to the operating room for repair of a leak at which time it was noted that the leak was located at the upper end of the stomach near the angle of his. It was noted that this was the junction of staple overlap, as the leak occurred between the second to last stapler firing and the last staple firing. It was noted that during the initial procedure, the second to last firing was made using 4.1mm staples while the last firing was made with 3.8mm staples. Upon visualization of leak site, it was noted that there was no evidence of buttress material. The area appeared to be ischemic, however, the staples remained intact and well formed. The leak was repaired by unspecified means. The pt remained hospitalized as of the following month.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.